Event description:
"Not connected" visual on dm not resolved with changing out pt. Cables/sc/dm at home. All worked as it should on new power module. Pt denies any alarms or symptoms related to this incident. No further issues to date.